Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having communication loss errors, and they decided to try and remove the motherboard battery in the cns to troubleshoot. This causes the on-board memory to reset which holds a lot of configuration information causing the software to display the software protection locked message. Tech support (ts) provided them with the unlock code. They asked what they can do with this cns because it keeps having issue. Ts recommended they send the unit in for repair. However, they will wait to see if the cns continues to have issues after replacing the cmos battery on the motherboard. They will be getting new cnss soon, so this cns will be replaced and thus do not want to spend too much time on it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 06/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the cns. Telemetry transmitter. Model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4).; model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4); model: zm-521pa sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having communication loss errors, and they decided to try and remove the motherboard battery in the cns to troubleshoot. This causes the on-board memory to reset which holds a lot of configuration information causing the software to display the software protection locked message. Tech support (ts) provided them with the unlock code. They asked what they can do with this cns because it keeps having issue. Ts recommended they send the unit in for repair. However, they will wait to see if the cns continues to have issues after replacing the cmos battery on the motherboard. They will be getting new cnss soon, so this cns will be replaced and thus do not want to spend too much time on it. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was having communication loss errors, and they decided to try and remove the motherboard battery in the cns to troubleshoot. This causes the on-board memory to reset which holds a lot of configuration information causing the software to display the software protection locked message. Tech support (ts) provided them with the unlock code. They asked what they can do with this cns because it keeps having issue. Ts recommended they send the unit in for repair. However, they will wait to see if the cns continues to have issues after replacing the cmos battery on the motherboard. They will be getting new cnss soon, so this cns will be replaced and thus do not want to spend too much time on it. No patient harm was reported. Investigation conclusion: communication loss is an alarm that displays on individual bed tiles on the cns to alert clinicians that the cns has lost communication with one or more patient-connected devices it is monitoring. These patient-connected devices could be a bedside device such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the communication issue is typically due to bedside or org receiver being disconnected from the network. The customer reported communication loss with the cns and resolved the issue by replacing the cmos battery. The cmos battery is responsible for powering the firmware on the motherboard in the cns. Loss of power due to a defective battery will result in loss of function. As the device was not returned for evaluation, root cause cannot be determined. Based on the serial number of the reported cns-621ra, the date of manufacturing likely predates 05/2012. Based on the age of device, it is likely that the cause of cmos battery failure is related to normal wear and tear. Complaint history review of cns-621ra reveals no additional history of servicing or complaint relating to communication loss. This incident is deemed to be an isolated incident. Based on the occurrence of communication loss due to cmos battery failure being improbable and the likely root cause of wear and tear. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 - b7 attempt #1 06/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn: (B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn: (B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn: 01326 model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) model: zm-521pa sn:(B)(6) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having communication loss errors, and they decided to try and remove the motherboard battery in the cns to troubleshoot. This causes the on-board memory to reset which holds a lot of configuration information causing the software to display the software protection locked message. Tech support (ts) provided them with the unlock code. They asked what they can do with this cns because it keeps having issue. Ts recommended they send the unit in for repair. However, they will wait to see if the cns continues to have issues after replacing the cmos battery on the motherboard. They will be getting new cnss soon, so this cns will be replaced and thus do not want to spend too much time on it. No patient harm was reported.